Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, post procedure, the patient did not report any complications. The patient hasn't been seen since (B)(6) 2009. All other information is unknown and unavailable.

Manufacturer narrative:
The event date is unknown; however the physician reported the patient weight to be (B)(6).